Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable.

Event description:
It was reported that the surgeon recognized the metal fragment right after start of operation during the surgery on (B)(6) 2018. The surgeon commented that there was a possibility that the fragment remained in the patient¿s body. It was brand new and the first use when the issue occurred.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received on 10/26/2018 stated that the failure didn't cause any surgical delay or an inability to complete the procedure as intended. The fragments were not retrieved and there were no procedural or patient anatomy factors that contributed to the breakage. It was stated that maybe, yes, the particulates/shavings remain in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device was received and evaluated by a cross functional team consisting of r&d, design quality, and supplier quality. Device was visually and dimensionally inspected. Visual inspection:revealed that rust was observed on the outside of inner and inside of outer hub/tube assembly, visual inspection was difficult due to rust/discoloration, metal slivers observed on inner tooth and inner assembly teeth exhibit chips and wear. All dimensional inspection measured within tolerance. The device was rotated and moved freely in both directions with no evidence of binding or resistance and dimensions selected for inspection were determined to be critical to the defect observed. The slivers/chips/worn marks indicate excessive friction between the sleeves, which could lead to metal shavings as reported. Therefore, the reported failure can be confirmed. Review of the device history record indicated that there is one unrelated supplier non-conformance for this lot number released for distribution. At the time of the investigation, we cannot discern any definite root cause. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.